Event description:
It was reported that all lead impedances were noted to be out-of-range. The right atrial (ra), and right ventricular (rv) lead are non-boston scientific leads. The left ventricular (lv) lead is a boston scientific product. Tachy mode was programmed off on (B)(6) 2024. Additionally, there were stored signal artifact monitor (sam) and atrial tachy response (atr) episodes from may 22 that appeared to be due to electromagnetic interference (emi). At this time, the system remains in service. Additional information was recommended from the field representative however, no new information was obtained. No additional adverse patient effects were reported.